Event description:
It was reported that; surgeon was using the hybrid removal driver and he threaded the inner shaft into the screw, he started backing out the screw and the tip of the inner shaft broke off.

Manufacturer narrative:
Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment;results: the likely mode was too much torsional force applied causing fracture. Manufacturing files were reviewed and no issues were found for this lot number. Conclusion: the root cause of the instrument fracture is likely a result of over tightening of the draw rod into the implanted screws, based on the examination of the returned device.

Event description:
It was reported that; surgeon was using the hybrid removal driver and he threaded the inner shaft into the screw, he started backing out the screw and the tip of the inner shaft broke off.